Event description:
On (B)(6) 2012 the large needle driver instrument was returned indicating they had a sterilization issue. The product was evaluated by the failure analysis team. No patient harm, adverse outcome or injury was reported. No other information was provided.

Manufacturer narrative:
The instrument was returned for evaluation. Complaint of reprocessing issue cannot be confirmed. Visual inspection of grips/wrist assembly with no magnification shows no obvious damage. Instrument head shows no damage besides normal wear and tear. However, we found scratches on maintube. Distal end of main tube has various scratch marks with light material removal. Suggesting it may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.